Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and no delivery test. The device had cracked case at display window corner, broken reservoir tube lip, and minor scratches on the display window. No missing reservoir tube o-ring noted.

Event description:
The customer reported via phone call that their insulin pump was cracked at the top. The customer stated a rubber piece became detached from their insulin pump. Customer also reported their blood glucose reaching 500 mg/dl the day prior. The customer treated their blood glucose with a manual injection. Customer was unsure how the damage occurred on their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.